Manufacturer narrative:
.

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing; the reported issue could not be confirmed. However, a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. Additionally, a tertiary issue was also noted; the test strips were evaluated and found to be misclassified by the meter, the meter reporting "blood" when control solution has been applied to the strip. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra easy meter read inaccurately in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. On (B)(4) 2015, the patient reported he went to bed at 9 pm after testing and obtaining a result of "12.9 mmol/l&#55311;n the subject meter. The patient detailed that he was feeling well and had no symptoms. The patient manages his diabetes with insulin (no adjustments) and took his usual dose of medications - metformin and insulin injections before going to bed. No additional medication or increase dosage of medication was taken by customer. Meter to feelings/normal results comparisons does not meet the criteria necessary for lfs to determine an inaccuracy. At 3.30 a.m, on (B)(6) 2015 the patient reported that he developed the symptoms of "sweaty, dizzy, shaky and could barely walk." He then tested again and obtained a result of 2.8 mmol/l. The patient self-treated with "2 lozenges of dextrose, some maple syrup, a (B)(4) and a small chocolate bar. After half an hour, he tested again and obtained a result of 3.0 mmol/l. After another half hour, he obtained a result of 4.6 mmol/l. The patient reported feeling better and went back to bed. No other device was used. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. There is no indication that the subject device caused or contributed to a serious injury. Although the patient reported a symptom that meets lifescan's criteria of a serious hypoglycemic event, this correlates with the allegedly low result obtained on the subject meter.